Manufacturer narrative:
The company rep replaced the batteries (B)(4). The unit was tested to factory spec. It functioned normally and was returned to the customer. A review of the device's service history does not indicate any systemic issues.

Event description:
The customer reported that while the unit was in use on a pt during transport within the hospital, the unit displayed a "low battery" alarm and shutdown. The unit was then plugged into an ac wall outlet, and therapy was continued. No pt injury was reported.